Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced a leak from her pod while wearing it on her arm for 5 to 24 hours. As a result of the leak, she developed elevated blood glucose levels (25.2 mmol/l, 453.6 mg/dl) and high ketone levels (2.5 mmol/l). Symptoms reported include extreme thirst and feeling unwell. Upon hospital admission, the pod was removed, and the patient required medical assistance and close monitoring. The hospital visit lasted 5 hours and the pod was discarded.